Event description:
It was reported that the patient presented at office consultation because this inflatable penile prosthesis (ipp) was not inflating as the pump stayed flat. Upon examination, it was found that the pump was not refilling due to a fluid leak, and the distal tips of the cylinders were too short. A surgical procedure was performed and all components were removed and replaced with a new ipp. There were no patient complications reported.